Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument's tip broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the permanent cautery spatula instrument was inspected prior to use and no issues were identified. The permanent cautery spatula instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgical staff was attempting to remove the instrument at the time of the event. The instrument performed as intended up until it broke. After the instrument tip broke off and fell inside the patient, the surgical staff conducted an x-ray and retrieved the fragment during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The permanent cautery spatula instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken tip at the base of the tip. Failure analysis found the primary failure of the broken tip to be related to the customer reported complaint. A piece measuring approximately 0.135" x 0.086" was found to be broken off. The broken piece was not returned with the instrument. The reported complaint was confirmed by failure analysis. This failure is typically attributed to mishandling/misuse such as excess force applied to the instrument.